Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2019 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2020. It was reported that the patient underwent left groin exploration with division of the inguinal nerves/neurectomy on (B)(6) 2021. It was reported that the patient experienced severe pain. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-18022022-0001133673, submitted for adverse event which occurred on (B)(6) 2021. Mwr-18022022-0001133674, submitted for adverse event which occurred on (B)(6) 2020.

Manufacturer narrative:
Date sent to the FDA: 6/12/2022. Additional b5 narrative: it was reported that the patient experienced hernia recurrence.